Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had excessive no delivery alarm. The customer's blood glucose was unknown mg/dl. The customer was unable to troubleshoot at time of call because he does not have additional supplies. Customer was advised to call when the alarm occurs in order to troubleshoot. The customer call was lost. The customer was also unable to troubleshoot for high blood glucose because call was lost.